Event description:
Around 23 months post-operatively the head of screw broke loose from the shaft and the surgeon has to remove the head and remaining parts of screw.

Event description:
Around 23 months post-operatively the head of screw breaks loose from the shaft and the surgeon has to remove the head and remaining parts of screw.